Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an occlusion issue. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, described as high. The customer took corrective action by administering a correction bolus through the pump and was instructed by technical support to perform several steps to address the alarm. Despite initial measures not preventing alarm recurrence, the occlusion was ultimately resolved by addressing a blockage in the cartridge, and the customer resumed insulin therapy after changing necessary supplies. No assistance from a third party was required.